Manufacturer narrative:
The device history record (DHR) for lot number 2401902164 was reviewed and no anomalies related to the reported issue were observed. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, as a part of continuous improvements, a supplier corrective action request (scar) has been issued to the supplier to address the reported condition through a more robust investigation and results of the investigation will be documented through the referred CAPA.

Event description:
The customer reported that a balloon test was performed with 20ml of distilled water and the balloon showed damage.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.